Event description:
It was reported that this pacemaker exhibited high, out-of-range pacing impedance on the right atrial channel which triggered a lead safety switch. Noise on the atrial lead was also reported. This noise led to episodes of atrial tachy response (atr). High atrial threshold measurements were also noted. The patient is elderly so a boston scientific technical services (ts) consultant discussed appropriate troubleshooting options and then transferred the caller to the lead manufacturer contact center based on concern of a potential lead fracture. No adverse patient effects were reported. Records indicate that this device remains in service.